Event description:
A customer complained after observing higher than expected vitros ipth results for their biorad quality control material, compared to the expected results using vitros ipth reagent on a vitros 5600 integrated system. Biorad level 2 results: 318.717, 330.104, 333.309, 326.578, 313.55 pg/ml vs expected mean = 216 pg/ml.biorad level 3 results: 823.957, 876.836, 918.246, 918.032, 890.539 pg/ml vs expected mean = 614 pg/ml.an additional higher than expected result was obtained on (B)(6) 2014 for the level 2 biorad control material using vitros ipth reagent on a vitros 5600 integrated system.biorad level 2 result; 396.484 pg/ml vs expected mean = 216 pg/ml.biased results of the magnitude and direction observed may lead to inappropriate physician action. No patient samples were tested while the quality control results were outside of expected ranges; however, ortho clinical diagnostics cannot confirm that patient samples were not affected by the events or could not be affected if the events were to continue undetected. There were no allegations of patient harm made as a result of the events. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained from quality control materials, compared to expected results using vitros ipth reagent on a vitros 5600 integrated system. Root cause for the initial higher than expected results was determined to be user error due to the use of sub-optimal calibration curves created by the customer using calibrator material which had exceeded its open storage expiration. Root cause for the subsequent higher than expected result could not be determined; however, the customer suspected that a contaminated quality control fluid was used to produce the results.